Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient presented to the emergency room with severe ischemia in the left lower leg with numbness and pain that had started the previous day. The patient was evaluated and found to have a limb threatening ischemia and was taken for an emergency lower extremity angiography. The balance middleweight (bmw) guide wire was advanced to the distal left popliteal artery and thrombectomy was performed with an angiojet catheter with two passes. Repeat angiography was then performed and this demonstrated the restoration of flow; however, the bmw wire had fractured and severed in half, leaving half of the bmw wire in the popliteal. Attempts were made to snare the guide wire from the popliteal artery without success. Following attempts to snare the fractured bmw wire, repeat angiography demonstrated reocclusion of the left popliteal artery. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received stating that the patient underwent a surgical procedure to remove the separated piece of guide wire. The patients leg was not salvageable due to the patients extreme delay in seeking medical intervention and was amputated. No additional information was provided.

Manufacturer narrative:
(B)(4) - removed. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.